Event description:
A malfunction alarm was reported, identified by the code "malf 1." There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be provided under warranty, and the customer planned to switch to manual daily injections as a backup therapy. The customer was instructed to put the pump into storage mode and return it using a pre-paid label, with the acknowledgment of the shipping and return processes confirmed.